Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not allow the bolus to complete prior to placing pump back in pocket. The customer was eventually able to complete the bolus. No troubleshooting was performed. The customer's blood glucose was 117 mg/dl.